Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited less than 200 ohms impedance in bipolar, loss of sensing, and had a fracture that could be seen under fluoroscopy. The lead was capped and replaced.